Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a myomectomy procedure on (B)(6) 2018 suture was used. The suture wire broke off during the procedure. The procedure was completed by using a new suture. No adverse patient consequence reported.